Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 67 mg/dl. The customer was unable to zero out the basal rates. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test due to the motor error alarm. The pump was received with a broken reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.